Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant manufacturing issues were identified during manufacturing record review. Upon visual inspection, the returned blocker was free of deformation, cross-threading and breakage. No issues were discovered visually with the blocker. No deformation was discovered on the hex shape hole that interacts with the blocker inserter as well. No deformation was observed on the bottom of the blocker that would suggest proper tightening. Functional, the blocker engaged with the screw without any difficulty. No issues were found during insertion and removal of the blocker. The blocker remains fully functional. Conclusion: the most likely cause of the reported event is under-tightening of the blocker with non-union of the spine likely contributing to the reported event.

Event description:
It was reported that; a patient was brought back to the or for a surgery based on the patient not fusing from previous surgery and hardware complications. The patient had 2 previous surgeries that were mentioned prior to the surgery on (B)(6) 2014. His last surgery was on (B)(6) and was an instrumented fusion that was from t11 - l5. Doctor indicated that the set screws at t11 were loose and floating in the muscle and the screws at t12 had fractured as a result of the blockers coming loose at t11. He mentioned that the patient did not fuse causing more force on the hardware. The surgeons elected to leave all existing screws and rods in place. They tightened the existing blockers at t12 and replaced the blockers with new blockers at t11.

Event description:
It was reported that; a patient was brought back to the or for a surgery based on the patient not fusing from previous surgery and hardware complications. The patient had 2 previous surgeries that were mentioned prior to the surgery on (B)(6) 2014. His last surgery was on (B)(6) and was an instrumented fusion that was from t11 - l5. Doctor indicated that the set screws at t11 were loose and floating in the muscle and the screws at t12 had fractured as a result of the blockers coming loose at t11. He mentioned that the patient did not fuse causing more force on the hardware. The surgeons elected to leave all existing screws and rods in place. They tightened the existing blockers at t12 and replaced the blockers with new blockers at t11.